Event description:
Event description cpi received information that one day after implant of this sweet tip bipolar lead (4269 258652), the electrode lost sensing and pacing. They elected to remove the lead and replace it with another sweet tip bipolar lead (4269).